Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty lamp ignitor could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (lamp ignition error code) was confirmed; this was caused by a faulty lamp igniter. In addition, the device housing showed the scope socket had a chipped front panel, the top cover vent was clogged and the chassis was discolored. Finally, the device's power switch was damaged and the scope connector had rusted pins. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii xenon light source caused an error code e103 (lamp ignition error) during a colonoscopy procedure. The customer reported the procedure was completed using same equipment. There was no procedure delay or extension of patient sedation/anesthesia. No adverse effects to patient reported.